Event description:
The machine operated for approx. 6-8 hours then "check probe" message came on and the machine stopped working in the middle of ECMO therapy. Additional information obtained from the site:there are only 2 left from that lot number. The department recently ordered another batch. The sheathing looks different so they may have changed designs or gone to another supplier.biomed was made aware of this situation through a repair call and not an occurrence report. The patients' outcome in this case are unk. We learned that the department had been dealing with this issue for a while and rectifying the problem on the floor by swapping out probes. Health professional's impression:original probe was removed from patient and discarded. Another probe from the same lot number was tested by biomed. It produced the same problem. Further testing revealed that there was a problem with the rj-11 connector.biomed test result:biomed initially duplicated complaint under normal setup conditions. Then they cut off rj-11 and connected directly to cable/device using alligator clips. The device ran for several hours with no problems. Physical examination of the remaining connector revealed that the wires were loosely attached and pulled out easily.